Event description:
Information was received from a patient regarding an external device. It was reported that the patient's recharger was not working. The patient stated they went to charge their implantable neurostimulator (ins) yesterday ((B)(6) 2025) because they forgot to do it on wednesday ((B)(6) 2025) and when they went to charge, the recharger would not power on. The patient stated they put it on the dock to charge it and the recharger lights were rapidly scrolling up and down. The patient also noted that for the dock, they would have to wiggle the cord so it would fit just right to get the dock's green light to light up and they couldn't move it at all or the light would go out. The patient was asked if they were using the thick charging cable that they got when they got the implant and the patient stated yes, that was the only charger they had and that their recharging equipment was the same equipment they had gotten when they were first implanted. The patient denied seeing an issue with the dock or the cable and it was reviewed with that patient t hat they would have to replace both the dock and the recharger cable/wall adaptor. The patient was instructed to plug the charging cable into the dock and they confirmed that the green light stayed lit on the back of the dock and the patient placed the recharger on the dock. The patient confirmed seeing the recharger lights scrolling rapidly. The patient was instructed to hold down the power button for 10 seconds. The patient then released the button and removed the recharger from the dock and attempted to power on the recharger, but the recharger did not power on. The patient was instructed to attempt a recharger reset, however, the issue was not resolved through troubleshooting. The following replacement devices were sent out: the dock, the cable, the wall adaptor, and the recharger. Recharger maintenance best practices were reviewed with the patient and the patient stated they couldn't do that because they lived in a small trailer and that they would pack up their equipment every time they used it and they didn't have this problem in the past. This information was reviewed again with the patient.

Manufacturer narrative:
Continuation of d10: product ID wr9220 lot# serial#(B)(6): product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #: (B)(6): analysis of the recharger wr9220 wireless perficio insr (s/n: (B)(6)) revealed the leds scrolled continuously, the device was unresponsive, and the flash sector read/write protection bits had become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.